Manufacturer narrative:
(B)(4). Malformed clip, anti-backup failure. Eval summary: the device was received in good visual condition. The device was cycled and one clip partially formed was fed due to the antibackup failure and then, the device locked out as intended but the orange indicator did not show up completely. The found antibackup failure may lead the event reported. However, as each device is visually inspected and functionally tested at 100% for feeding, forming and antibackup issues during the manufacturing process, no conclusion could be reached as to what might have caused the finding. Possible causes for this antibackup failure may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, double feeding occurred at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.